Event description:
It was reported that there was an over infusion of ketamine. At 2:17am, a 500ml bag of ketamine set to infuse at a rate of 54.6ml / hour. However at 4:45am, the bag of ketamine was noted to be empty. The patient's infusions of ketamine and precedex were paused. The patient was arousable and identified self. Rass -2 and heart rate in "70's to 80's" beats per minute and resting respiration of 22-26 breathes per minute. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of ketamine. At 2:17am, a 500ml bag of ketamine set to infuse at a rate of 54.6ml / hour. However at 4:45am, the bag of ketamine was noted to be empty. The patient's infusions of ketamine and precedex were paused. The patient was arousable and identified self. Rass -2 and heart rate in "70's to 80's" beats per minute and resting respiration of 22-26 breathes per minute. There was patient involvement but no harm.